Event description:
Ous MDR - boston scientific received information that one day post operation loss of capture was noted on the right atrial channel and sensing had decreased but no change was noted in the pacing impedances. A lead dislodgement was suspected. An x-ray was ordered to confirm a dislodgment. No adverse patient effects were reported. Upon additional information this investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.